Event description:
A customer reported that the usb port was bent, leading to charging issues. There was no reported impact to the customer¿s blood glucose level. The customer declined follow-up or to provide further details, and the case was subsequently closed by technical support.